Manufacturer narrative:
Insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No blank display anomaly noted. No damage found on lcd isolation tape noted. No unexpected off no power alarm anomaly, no battery out limit alarm, failed battery test alarm anomaly, backlight anomaly, full black screen anomaly or blank display anomaly noted, however insulin pump had corroded battery tube. Insulin pump had cracked case at display window corners, cracked display window, broken reservoir tube lip, minor scratched display window.(B)(4).

Event description:
Customer reported via phone call that the device alarmed failed battery test alarm. Customer's blood glucose was 132 mg/dl. Customer mentioned device had a blank display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.